Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, using trusteel infusion set for over 48 hours and using the same cartridge for over 3 days, these are all considered off label use. There was no adverse impact to customer¿s blood glucose level. The customer restarted the pump and resumed insulin therapy.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 72 hours or as recommended by your healthcare provider. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.